Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report number (B)(4).

Event description:
It was reported that a spectrum pump over infused. It was stated that the registered nurse (rn) went in to check beeping pump and found that the patient received double the dose of 500ml (1000ml) of lactated ringers (lr). The rn checked and found the pump programmed correctly but administered all of lr. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.